Event description:
The customer reported that a pt died on tht telemetry apex pro. The telemetry reportedly alamred "lead off" but there was no asystole alarm. Investigation/conclusion: the cic logs were reviewed by the MFR. It was determined that the system performed as designed. The analysis indicates the pt was in arrhythmia suspend from 13:26:32 to 15:12:30. Proper alarm notification was provided in response to the arrhythmia suspend event. At 15:12:30, the pt experienced asystole alarm event at a crisis level. Proper alarm notification was provided in response to the arryhtymia suspend event.